Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for initial procedure? - laparoscopic biliary enteric drainage. Were any issues with staple form noted in the initial procedure? -not reported.. Were staples lines crossed at site of bleeding? -unk. Did the patient have any pre-existing coagulation disorder? -unk. Was the patient administered anti-coagulation drug pre-operatively? -unk. How was drug introduced to treat bleeding? - stomach tube injection. Were any diagnostic procedures performed to locate the exact point of intraluminal bleed? -unk.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what were the indications for initial procedure? Were any issues with staple form noted in the initial procedure? Were staples lines crossed at site of bleeding? Did the patient have any pre-existing coagulation disorder? Was the patient administered anti-coagulation drug pre-operatively? How was drug introduced to treat bleeding? Were any diagnostic procedures performed to locate the exact point of intraluminal bleed?

Event description:
It was reported by the affiliate that during a biliary enteric drainage procedure, "the surgeon used the device with a white cartridge to transect the jejunum. After the jejunum was cut, the condition of the staple line was fair but bleeding was found. The surgeon used hand suturing to stop bleeding. Then the surgeon continued to use the device with a white cartridge to do the jejunum side anastomosis. Bleeding was also found from the anastomosis line. The surgeon used pressing hemostasis with gauze. No blood transfusion. The operation was completed the day. But the next day blood was found in the stomach tube. The stool was black. And the lowest value of hemoglobin was down to 60 g l. Norepinephrine injection was used to do the hemostasis therapy. Now the patient is in stable condition."